Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a flattened act button dome switch. The displacement test and motor test could not be performed due to the keypad anomaly. However, the motor was tested outside of the device and passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 220 mg/dl. It was also reported that the device has scratches on the screen. It was stated that it seemed like sandpaper has rubbed on the screen. The damage occurred by wear and tear. Nothing further reported. Nothing further reported.